Manufacturer narrative:
(B)(4).

Event description:
Pfs alleges pain, limited mobility, infection, unable to sit, to walk long distances and to lay on the right side. After review of medical records for MDR reportability, it was reported that the patient was implanted on (B)(6) 2007. Clinical notes reported of hip pain associated with recalled tha hardware. There is no revision notes provided. Laboratory results shows metal ions level were below 7ppb. Labs for wbc is below 11 thou/mcl.

Event description:
Plaintiff fact sheet received. Pfs alleges chronic pain,infection, limited mobility, unable to sit, walk long distances and lay on the right side. Doi: (B)(6) 2009; dor: (B)(6) 2009; right hip (pinnacle).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
June 15, 2017: litigation received. There were no specific allegations stated in the litigation. Shall there be new information received, this complaint will be updated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges infection.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.